Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the etco2 module could not be calibrated.

Event description:
It was reported to philips the etco2 module could not be calibrated. There was no patient involvement.